Event description:
Confirmed revision of pinnacle implants. Reason not provided, revision date confirmed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It is not known if the patient has any symptoms, reason for revision has not been provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update received 8 may - patient revised due to pain and high metal ion levels. Confirmation received that patient does not wish to give consent to review medical records.

Manufacturer narrative:
Update received 8 may - patient revised due to pain and high metal ion levels. Confirmation received that patient does not wish to give consent to review medical records. The devices associated with this report were not returned. A review of the device history records for the 2235501 and 2236206 lot codes did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.